Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced advanced evaluation (ae) for urge incontinence and urgency frequency. It was reported that the trial patient had drainage from the lead site. They were advised to contact their doctor. Follow up information received on (B)(6) 2018 from the patient reported they had pain in the buttock area and had shut the device off over the weekend. They noted that they had an appointment with their doctor today. Further follow up information received from the patient on (B)(6) 2018 reported that the they saw their physician yesterday for ¿dislodged wires¿ and worsening of symptoms. There were no further complications reported or anticipated.